Event description:
It was reported to philips about the system was unable to boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.